Event description:
Additional information received reported that approximately 18 months post index procedure the patient underwent revascularization of the target vessel to treat restenosis. Investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Eval, results: other (based on the info provided no root cause can be determined). Cerebrovascular accident. Conclusion: no conclusion can be drawn (based on the info provided no root cause can be determined).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (tvr).

Event description:
An endeavor sprint rapid exchange drug-eluting stent diameter 2.5mm length 18mm was successfully deployed to the mid right coronary artery during index procedure. Approximately three months post stent implant the pt suffered a cerebral stroke. Pt was treated with an intravenous drip and status was reported to have improved one week later.

Manufacturer narrative:
Approximately 50 months post index procedure revascularization was carried out to treat restenosis in the rca, a non-mdt stent was implanted. Investigator assessed that the event is not related to the study device. Approximately 65 months post index procedure revascularisation was carried out to treat restenosis in the rca, a resolute integrity des was implanted. Investigator assessed that the event is not related to the study device.